Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information was received and it was learnt that there was no sutures, no other medical or surgical intervention required during the procedure and patient was doing good at discharge. No further information provided. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The reported complaint was not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis multifocal intraocular lens was removed and replaced in same surgical procedure because the lens being rigid. Reportedly, an anterior chamber intraocular lens was used as replacement for the patient. There was an incision enlargement and vitrectomy performed during this procedure. Visual acuity pre-operative: 20/40. Visual acuity post-operative: cf (counting fingers) but 20/70 with pinhole. No further information provided.